Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg will not recharge or turn on with programmer with the last charge being a few months ago. A company representative met with the patient and confirmed with the programmer and charger. The patient wants to have the ipg replaced.